Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal stent was implanted in the esophagus to treat a peptic stricture during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous. On (B)(6) 2016, the patient experienced dysphagia. A scope measurement confirmed that the stent migrated distally from original placement. A polyflex stent was implanted within the wallflex esophageal stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.